Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads ; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5032341/ 7031332. Product family: scs-extension; upn: m365sc3138250; model: sc-3138-25; serial: (B)(4). Batch: 7011737/ 7011928.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient began to have spasmodic movements of legs but resolve when device is turn off. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by facility.